Manufacturer narrative:
Concomitant medical products: 407658, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) "shut off" when a recharger was being used for their spinal cord stimulator. The ipg remains in use. No patient complications have been reported as a result of this event.